Event description:
The patient reported that the pump would not power on. The patient reported that the previous battery was an alkaline battery that lasted four weeks then without any warning the pump powered off. The patient reportedly tried multiple batteries both lithium and alkaline without success rebooting the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there were no power issues observed in the black box. There was no activity outside normal use observed in the pump histories. There was no damage found to the battery compartment or battery cap; the battery cap was able to attach securely to the pump. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.